Event description:
A female admitted to hospital for increasing shortness of breath and anorexia. Patient is s/p stent placement in 2009. Patient is currently being worked up for probable pneumonia, rule /out septicemia. This event is not related to product injection but to patient's cancer.